Event description:
Surgeon stated a piece of a medtronic interbody device broke during insertion. Surgeon noted that he would keep the device inserted rather than backing device out due to patient's condition. X-rays were obtained to confirm placement. Broken piece was retrieved from patient. Surgeon determined no adverse harm done to patient and that device was positioned correctly in patient. FDA safety report ID (B)(4).